Manufacturer narrative:
Investigation summary: bd received 9 photos for investigation. Evaluation of the photographs indicated a poor gel barrier separation. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor formation of the gel barrier in 4 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was poor formation of the gel barrier in 4 devices. No adverse impact was reported regarding the patient or user.